Manufacturer narrative:
(B)(4). Date sent: 2/25/2021.

Manufacturer narrative:
(B)(4). Publication year of 2019. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: retroauricular endoscope-assisted versus conventional submandibular gland excision for benign and malignant tumors author: carlos pereira de brito neves · renan bezerra lira · thiago celestino chulam · luiz paulo kowalski citation: surgical endoscopy (2020) 34:39¿46. Doi: https://doi.org/10.1007/s00464-019-07173-3. The purpose of this retrospective study was to evaluate the feasibility and safety of the endoscopic resection using the retroauricular approach for submandibular gland excision. From february 2014 through february 2018, 48 patients underwent conventional transcervical submandibular gland excision and 23 patients (male n=14, female n=9, mean age n=44.1 years with range of 24-71, mean bmi was 26.4 kg/m2 with range of 18-33) underwent endoscope-assisted retroauricular approach submandibular gland excision. In the retroauricular approach, the submandibular gland excision is then performed with assistance of an ace ® 23 cm harmonic scalpel (ethicon). Harmonic ace 23 cm scalpel (ethicon) was used in submandibular excision, dissection, transected the facial artery and vein after proximal vascular clip application, and to seal the submandibular ganglion. Closed aspirative blake drains (ethicon) were placed in all cases, inserted posterior to the hairline incision, and the wound is closed in layers. In the retroauricular group, sialoadenitis (n=7), local postoperative complications in the neck (n=12) including marginal nerve paresis (n=10) and seroma (n=1) were reported. The retroauricular endoscopic-assisted submandibular gland resection is feasible, with excellent cosmetic results and no significant complication rate increase, and can be a safe potential surgical alternative for patients who are motivated to avoid a visible neck scar.